Manufacturer narrative:
Device is out of warranty; no request for manufacturers service.

Event description:
The customer reported that the ventilator alarmed due to a 12 volt supply failure. The customer reported there was no patient harm. As the device was out of warranty, the manufacturers product support engineer advised the customer to replace the power management pcb board to address the reported problem. A 12 volt supply failure may result in a vent inop condition during normal ventilation mode operation. A vent inop condition will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.